Event description:
Customer faxed in a quote request, the wheel lock system is broken including the wheel lock sprockets. Additional reportable malfunction for this device; (B)(4) is for wheels are getting stuck by a metal piece and it is stopping the wheel from moving.